Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.

Event description:
Completely adhered bowel and omentum [adhesion]. Case description: spontaneous report was received on (B)(4) 2012, from a physician via nurse regarding a pt (age, initials and gender not provided). The pt's medical history was not provided. On an unspecified date, the pt had seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane placed. The lot number of seprafilm was not provided. On an unspecified date, the pt had completely adhered bowel and omentum with in two weeks of surgery. The company assessed the event of completely adhered bowel and omentum as medically significant. The outcome for the event was not provided. Relevant concomitant medications were not provided. The intensity for the event was not provided. The relationship between seprafilm and the event was not provided by the reporter. This is 1 of 4 reports from the same reporter. The total list of cases from this reporter are (B)(4).